Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and lidstock for analysis. The catheter was not returned. The guide wire appeared to be unraveled. Visual examination revealed that the guide wire was unraveled near the middle of the guide wire body. The coils were further unraveled to visually inspect the core wire. The core wire was separated approximately 3cm from the distal weld. Microscopic examination of the guide wire confirmed the core wire was broken. Additionally, the point of separation on the core wire appears pinched and rounded. The distal weld was present at the end of the coil wire. The weld appears to be full and spherical. The outer diameter of the guide wire was measured and was found to be within specification. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions, "to minimize the risk of catheter breakage, do not exert excessive force if difficulty is encountered upon removal." Additionally, the IFU informs, "if resistance is met, apply heat for 20-30 minutes to area. Gently begin pulling catheter parallel to skin. If further difficulty is encountered, obtain an x-ray and consult physician." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire was unraveled near the middle of the extrusion. Additionally, the core wire was broken approximately 3cm from the distal tip. Dimensional inspection and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely contributed to this event; however, the probable cause of the guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports difficulty in passing the guide. When it's removed the guide is deformed. Another device was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports difficulty in passing the guide. When it's removed the guide is deformed. Another device was used.